Event description:
A hospital in (B)(6) reported via their distributor that there was leakage in the water feedset tube of three mr290 autofeed humidification chambers at the point where the tube is pushed into the rt solution bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint devices were not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the description of events and our knowledge of the product. Results: based on findings from similar complaints, the feedset tubes were most likely leaking due to insufficient glue having been applied between the tube and waterbag spike. A lot check revealed five other complaints of this nature for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. This product would have failed the final pressure test if in a broken state during testing. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).